Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a cracked and unresponsive screen. The device could no longer be operated, and a replacement ilet was arranged for overnight delivery. No medical intervention was required.